Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted. It was reported, the patient is experiencing ineffective stimulation. X-rays were taken and no lead migration was observed, however, the patient's physician thinks the lead may have migrated as the lead can be felt. Surgical intervention may take place at a later date.